Event description:
It was reported that during a ptca treatment procedure involving a 99% stenotic lesion in the middle portion of a very tortuous obtuse marginal coronary artery, the bonnie balloon ruptured at 14 atm's on the second inflation. The number of atm's reached on the initial inflation is unk. The pt was asymptomatic wiht this event. A neo floppy guidewire (size unk) was also used in this case, but the size and type of introducer sheath, guide catheter and inflation device used are unk. The procedure was successfully completed. No pt injuries or procedural complications were reported. Pt status is reported as "good".